Event description:
The event is reported as: complaint description: one small screw/bolt/axis dropped inside the patient. The surgeon searched but could not find it and closed down the surgery. Additional information has been requested.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate.